Event description:
Rn (registered nurse) walked into patient room to find g-tube displaced from stoma. On further inspection, the balloon was noted to be popped. There had been no manipulation of device during event. G-tube was sequestered.